Event description:
It was reported that under laparoscope, an incision about 10 cm in length was made in the middle abdomen, the proximal intestinal canal was pulled out of the abdominal cavity, the purse-string forceps was used to cut off at the predetermined tangent line of sigmoid colon, the mushroom head of the device was placed after cutting off, the perineal anus was disinfected, the device entered the body from the anus, the intestinal segment was closed by rotating the device switch after connecting with the intraperitoneal mushroom head, the device was rotated to the green area, after firing, noted some staples malformed with irregular shape. It was converted to laparotomy and changed another device to complete the surgery. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch # unknown. (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. Additional information was requested, and the following was received: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? Response: according to the feedback of the sales representative, all the above answers are unknown and unobtainable. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.